Event description:
The manufacturer received information alleging an issue related to the device simplygo. The device was returned to the manufacturer authorized service center and evaluation result found burnt pca. Pca, inlet filter sieve, compressor was replaced although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.